Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements approximately four days post implant. A chest x-ray was performed and revealed that the lead had dislodged. A revision procedure was performed and the rv lead was successfully repositioned without incident. No adverse patient effects were reported.